Event description:
Broach handle became loose and would not keep broach attached to the handle.

Manufacturer narrative:
The device associated with this report was not returned. A two-year search of the complaint database did not identify a trend for this product code. The lot number was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.